Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's three-way solenoid valve, proportional valve and outlet side panel were replaced to address the issue.